Manufacturer narrative:
The device was received with the cannula assembly fully deployed. A leak test was performed and no leaks were found. No timeouts or drive stalls were seen in the download data. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 334 mg/dl while wearing the pod between 36 and 48 hours. The cannula was dislodged from the infusion site (arm). As treatment, corrections were delivered, a new pod was applied and water was consumed.